Event description:
Hole one-third tubular plate, implanted for a mid-shaft radius fracture, broke post operative. Patient was in physical therapy. The broken plate was removed and replaced with an lc-dcp plate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.